Event description:
It was reported that the patient is going to have a battery replacement scheduled for next friday. Caller encountered an eri (elective replacement interval) message on the programmer. Caller did not know if the battery depletion was due to programming and stated when they discussed the low battery with managing hcp he was also surprised. Caller asked if the battery could be defective. Reviewed hcp can return the device to manufacturer for analysis if they deem appropriate. Patient is having an ECG later today and caller requested assistance reviewing steps to turn therapy off.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.